Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide in and correctedinformation in b.3.investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.the run data file (rdf) was analyzed for this event.root cause: the run data file showed that the operator made five 'ac reaction down'adjustments and one 'ac reaction up¿ adjustment within one minute in response to three 'drawpressure too low¿ alerts. These adjustments reduced the inlet flow, and therefore the flowthrough the lrs chamber. When the flow through the lrs chamber is greatly reduced, the risksof wbc contamination are increased as the rbc detector cannot count the cells passing by. Inorder to generate a ¿potential wbc contamination detected¿ message, the rbc detector signalsmust see a significant change in the reflectance values. In this case, the rbc detector reflectancesignals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data filesreported that the platelet products could be labeled as leukoreduced.while the trima accel system is typically robust against numerous flow alerts and adjustments, it ispossible that the high number of adjustments that occurred halfway through the procedure couldhave disrupted the steady-state of the system and contributed to the higher-than-expected wbccontent in the platelet product.based on the available information, it is also possible that this leukoreduction failure could bedonor-related.